Event description:
Rv tip to rv coil lead impedance warning on (B)(6) 2023. Rv lead trending higher overtime. High rv threshold on (B)(6) 2023. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).